Manufacturer narrative:
The replaced top cover was returned to manufacturer on september 23, 2015 and was sent to the supplier.

Manufacturer narrative:
The top cover was received at ams san jose on (B)(6) 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on (B)(6) 2015. System analysis/service repair: the reported issues with the top cover was confirmed and determined to be the result of a defective top cover assembly. The top cover assembly was replaced (s/n (B)(4)) and the system was tested and verified to meet specification. The top cover (sn (B)(4)) was returned to ams on (B)(4) 2015 per (B)(4).

Event description:
It has been reported that prior to a surgical procedure, patient was not sedated "top cover issues&#55319;" were noted. The procedure was completed by an alternate procedure "turp." Patient outcome "ok" reported. No injury to the patient was reported.

Manufacturer narrative:
Service in the field was performed on (B)(6) 2015. The replaced top cover was received at the manufacturer on september 23, 2015. Product evaluation: the top cover s/n (B)(4) was evaluated by the supplier on july 31, 2017. The reported ¿stopped ¿please wait¿ on touch screen¿ issue was confirmed and it was ¿upgrade to 0133-4204. After reprogramming, the standard test failed. Replaced the defective u600 and standard product test still failed. Unable to repair this unit was noted. The top cover was discarded was noted. Probable root cause: based on the analysis, the probable root cause of the failure is undetermined.